Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited residual liquid or foreign material coming out of channel tube, foreign objects coming out of distal end, and foreign objects present on or in the adhesive of the a-rubber cover, aw-tube, aw-cylinder (tube), and forceps channel. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.